Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Staff was forced to use a sharp object and accidently cut into one of the catheters "5735230" sterile no more. The order was packed so tight that there was no room for error and when they cut into the box they cut into one of the catheters.